Manufacturer narrative:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and it was removed. The back-flow from the indicator stopped; however, the visual indicator window did not change color. Hemostasis was achieved by manual pressure and the endovascular thrombectomy (evt) interventional procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made. There was no concomitant devices. There were no visible signs of device/package damage prior to use. The patient's bmi was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, and there was a stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 18392246 presented no issues during the manufacturing process that can be related to the reported event. Without the return of the device for analysis, the reported event of ¿indicator window no change to indicator¿ cannot be evaluated. Based on the limited information provided, it is not possible to draw a conclusion about a clinical relationship between the device and the event. With the limited information provided, without the return of the device, and with no procedural films, the cause of the reported event could not be determined. It is possible that factors related to the procedure, handling, and/or patient anatomy contributed to the reported event. An antegrade approach was reported. The precautions section in the IFU indicates that serious adverse events might result with the use of the exoseal vcd in vessels not suitable for the use of the device. The safety and effectiveness of this device in an antegrade approach has not been established. An antegrade approach may not allow for proper visualization of the actual arteriotomy site, as the imaging dye will flow away from the actual arteriotomy site with this approach. The IFU states ¿with antegrade puncture (restricted to peripheral vascular catheterization procedures), the ability to accurately assess vessel size or extraluminal device position may be limited¿. During retraction of the exoseal device and the sheath as a single unit it is important to ensure that the operator¿s thumb is not placed or resting on the plug deployment button. The instructions for use (IFU) provides the following caution: if the graphic pattern in the indicator window does not change to a solid black color after approximately 1cm of retraction from the point that pulsatile flow significantly slowed or has stopped, discontinue the use of the device. Based on the device history record review, there is no indication that the event is related to the device design or manufacturing process. Therefore, no preventative or corrective actions will be taken at this time.

Event description:
As reported, the visual indicator window of a 6f exoseal vascular closure device (vcd) did not change color, and it was removed. The back-flow from the indicator stopped; however, the visual indicator window did not change color. Hemostasis was achieved by manual pressure and the endovascular thrombectomy (evt) interventional procedure was completed. There was no reported patient injury. The lesion was the superficial femoral artery. An ipsilateral antegrade approach was made. There was no concomitant devices. There were no visible signs of device/package damage prior to use. The patient's bmi was not greater than 40. The vessel diameter at the puncture femoral site was verified to be greater than or equal to 5 mm, and there was a stent near the puncture site. The vessel did not have stenosis greater than 50% at or near the puncture site, and the target femoral site was not previously closed with any closure device or manual compression less than 30 days prior to this procedure. There was no evidence of pre-existing hematoma, arteriovenous fistula, or pseudoaneurysm at the access site prior to exoseal vcd use. There was no difficulty connecting the vascular sheath introducer with the exoseal vcd. The indicator wire cowling locked against the handle assembly with an audible click, and pulsatile flow was observed from the bleed-back indicator. The exoseal vcd and vascular sheath introducer were retracted together until bleed back significantly slowed or stopped. The physician did not have the thumb placed on the plug deployment button during retraction, and the indicator window did not show any red color during retraction. When the device was removed from the patient, the indicator wire loop was deployed/showing, and no anomalies were noted to the loop. The device was discarded due to infectious disease.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.